Event description:
A malfunction code, identified as malf 16, was reported by the customer, and technical support was informed that the same malfunction code recurred after an initial reset attempt. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump and confirmed replacement plans as they sent a new pump. The customer was advised to use manual daily injections as a backup therapy and instructed on returning the faulty pump within ten days.